Manufacturer narrative:
(B)(4). Device/parts will be returned for eval.

Event description:
It was reported that the event involved a (B)(6) male pt that expired. While in the cath lab after approximately 30 mins of intra-aortic balloon pump (iabp) therapy was initiated, the autocat2 wave, serial no. 110645w alarmed helium loss alert. As a result, the iab-05840-lws was removed from the right femoral artery. The pt was treated conventionally. There was an indefinite delay or interruption in therapy since the customer did not insert another iab because they did not trust the pump and they had no other pump. There were no pump strips generated or an x-ray available for review. No surgical intervention was required. The pump will be supported by a third party svc organization. The pt died due to a refractory cardiogenic shock due to an extensive cardiac infarct (st) elevation, occlusion of main coronary artery.